Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in a moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 4 atmospheres after being inflated for 15 seconds during first inflation. The device was simply pulled out and the procedure was completed by a different balloon catheter. There were no patient complications reported.